Event description:
The customer reports her son received a "hi" reading and taking extra medication based on this reading. He then developed symptoms of hypoglycemia, to include light headedness, shaking, nausea, and a headache. His mother reports she rechecked his blood glucose with a different meter, received a reading of 31 mg/dl and treated him with an injection of glucagon.